Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading was 33 mg/dl. The customer's husband stated that paramedics were called, and the customer was treated with glucose water. The caller also reported that the bolus history showed an incorrect calculation on the insulin pump. He stated that the customer may have received too much insulin for a calculated bolus. He added that there was no bolus in the bolus history, only the basal delivery. He reported that she started being unresponsive, and he tried to treat her with juice and glucose tablets, but she jerked and flailed around. Upon arrival, paramedics were able to raise the blood glucose reading to 179 mg/dl, but by the time she reached the hospital, it lowered to 32 mg/dl. The caller noted that the customer was on 9 different medications since a heart surgery in (B)(6) 2014. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
The pump passed the delivery accuracy test.